Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a peak glucose of 240 mg/dl, observed rising glucose after black coffee and a subsequent glucose reduction from 240 mg/dl to 200 mg/dl following a massage, and noted the device maintaining glucose around 140¿145 mg/dl with a rapid decrease of about 100 mg/dl over roughly an hour while the ilet displayed a rightward trend arrow; the ilet alerted for high glucose. Symptoms included shakiness. Outcomes included self-management with monitoring and food intake without need for outside assistance or medical intervention. Investigation included review of user reports and device performance observations. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with expected automated correction for elevated glucose and potential user or physiological factors affecting glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.